Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. The leak was further described as, ¿leaking within pump¿. This was identified before patient use. The device was filled with fluorouracil 3150mg in 115ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Device manufacture date: the lot was manufactured between may 26-30, 2023. The device was received for evaluation. A visual inspection was performed, and it was noted that there was white drug residue located at the connection of the blue winged luer cap which suggested leak may have occurred at this location. Further inspection revealed the cause of the leak was due to a slightly untightened blue winged luer cap. A functional leak test was performed, and the device was determined to be conforming product because no evidence of leak was observed during the functional leak test. The reported condition was verified. The cause of the reported condition was a user error by not securely tightening the blue winged luer cap. The product label (IFU, instructions for use) indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.